Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/12/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/25/2015 with the following findings: there were no pump reboot events observed in the black box that support a power loss. The battery cap did not tighten securely onto the pump and was not able to maintain an electrical connection. There was a crack along the battery compartment threads. The battery cap threads were stripped. A 24 hour duration test could not be completed due to the damage to the battery compartment. Unrelated to the power issue, the keypad was torn and the down button was intermittently unresponsive. Thee up and down button contacts were inverted. There was contamination found under the up, down, and contrast button contacts. Additionally, there were ink spots in the display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.